Event description:
It was reported that during cholecystectomy it was difficult to disconnect with inner cylinder and external cylinder. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4).cracked lens, damaged sleeve assembly, detached obturator cap. Evaluation summary: the analysis results found that the h12lp was returned with the lens cracked, the obturator cap broken and detached from obturator assembly, orifices of the sleeve housing assembly were cracked, and the housing cap is noted to be loose. Furthermore, the universal seal was found to have the cap broken off and separated, and the inner seal assembly was loose; the lower ring was cracked in several pieces. No functional test could be performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to be determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.